Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the bottom case tamper seal was broken, a non-original equipment manufacturer top case, missing plunger assembly, ear clip, and barrel clamp head, and a cracked bottom case. The device?s event history log was reviewed for evidence of the reported problem and found ?motor rate error? And ?force sensor? Error in the log. To conduct functional testing an occlusion test was performed. The occlusion test was unable to be performed due to the missing plunger assembly, ear clip, and barrel clamp head. The reported problem was confirmed but could not be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had motor rate error, a damaged plunger system and damaged bottom case. No patient injury reported.